Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patients blood glucose levels reached 300 mg/dl. The patient was headed to a regular doctors appointment when diagnosed with the skin infection. There was also swelling on the insertion site. The site had pus and blood. The patient was treated with an antibiotic and was told to avoid wearing the pod on the stomach area. The health care provider switched their therapy to shots but insurance stopped covering them so she is back on the pod.